Event description:
Boston scientific received information that this right atrial lead exhibited loss of capture. It was noted that all atrial artifacts occurred at the same time as the right ventricle. A potential lead dislodgement was suspected and a chest x-ray was suggested. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.